Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis noted that there was a deviation between the stylus and the cursor on the display screen. Calibration was not able to rectify the issue. The connector between the overlay and the printed circuit board (pcb) was cleaned, re-seated, the parameters were reset, and the stylus was calibrated. Analysis also noted that the manufacturer's logo button was missing. The button was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.